Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Primary surgery - the surgeon implanted all parts and switched the poly size. During the implantation of the new poly, the cup pushed through the acetabular. Everything was then removed and patient was closed.